Manufacturer narrative:
The exact "date of event" was not provided. The provider evaluated device. Normal wear and tear was noted but nothing was wrong with the unit.

Event description:
Alleges the joystick got wedged under her desk in the forward position and was powering forward for an extended period of time.

Manufacturer narrative:
The provider evaluated device. Normal wear and tear was noted but nothing was wrong with the unit. The provider adjusted the controller bracket.

Event description:
Alleges the joystick got wedged under her desk in the forward position and was powering forward for an extended period of time.